Event description:
The customer reported a broken pin between the monitor cart and the c-arm. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired by the customer during the service call. The system was found to be working and put back into service.